Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. A visual and functional analysis could not be performed, since the complaint device was not returned. However, a ship history was performed which indicated that three batches were shipped to this customer. A review of the manufacturing documentation for these batches found that these devices met their material, assembly and product specifications at the time of release to distribution. From the information available, this device was used per the directions for use (dfu) / product label. Based on the information at hand, the most probable root cause of the reported issues is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophagogastroduodenoscopy procedure within the esophagus of a cancer patient on (B)(6), 2011. According to the complainant, the patient suffered from esophageal cancer. During the procedure, the physician stated that the stent prematurely deployed when the trailing marker came to the point of no return. Unsuccessful attempts were made to remove the stent; therefore, the procedure was not completed. The physician planned to remove the stent, and place a new stent at a later time. The patient condition post procedure was reported to be "ok".